Event description:
It was reported that during review of 1-month post-op x-rays it was seen that a pss rod was not in contact with the lowest 8.5 x 40mm pss ma screw. The surgeon has no plans to perform a revision surgery at this time.

Manufacturer narrative:
No components were returned to vertebron for evaluation. Unable to determine the cause of the event. The two pss torque limiters were returned and found to be within tolerance. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.